Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the capacitor for the unit was deteriorating. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the capacitor for the unit was deteriorating. There was no patient involvement.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the capacitor for the unit was deteriorating. There was no patient involvement.